Event description:
Per information provided: (B)(6) 2016 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device 1). Per op notes, "an incision to the left abdominal scar, a ventrio st (device 1) was placed." (B)(6) 2017 - patient was diagnosed with recurrent incarcerated incisional hernia and abdominal wall seroma thereby underwent open repair with the implant of ventralex st mesh (device 2). Per op notes, "an incision to the prior scar, excised the seroma cavity. The fascia was identified around the hernia and underlying adhesions freed from fascia. A ventralex st mesh (device 2) was secured." (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of bard soft mesh (device 3). Per op notes, "extensive adhesiolysis to dissect omental adhesions free from the abdominal wall. There was a large piece of mesh which had incorporated with the posterior sheath and could not be separated. A bard soft mesh (device 3) and a synthetic mesh were placed using sutures."

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2016) is considered to be a best estimate. This MDR represents the ventralex st (device 2). An additional supplemental emdr was submitted to represent the ventrio st (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.